Manufacturer narrative:
Manufacturing record was reviewed; there were no nonconformance related to this lot, therefore, supporting the device met material, assembly, and performance specifications. A follow-up report will be issued after the investigation is complete.

Event description:
Received via medwatch 4400150000-2020-8024, dated (B)(6) 2020; 20200929144041740. Reported as: post guided access to the left common femoral artery abdominal arteriogram. Right superficial femoral artery, and popliteal artery angioplasty. Tip broke off dilator.

Manufacturer narrative:
One-unit of mik was returned to vsi/teleflex for evaluation. A manufacturing record review was completed and no related nonconformances were found. Blood particulates were found on the dilator hub. Only the dilator was returned. The tip portion separated from the dilator. Stretching of the polymer was observed. No other damage was noted on the dilator. The damages are likely due to the dilator being pulled against resistance. Per IFU it state, the following warning" never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel perforation". Additional information on the procedure was requested from the account. No response was received. Based on the product evaluation, the most likely root cause of the issue is operational context.